Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications could not be issued because they were on a temporary profile, and overrides are not permitted for temporary profiles. A technical support specialist (tss) verified in medbank myqlink (mql) that the patient had two profiles, with the medication listed on one of them. Further the tss provided remote assistance to request a validation code. The initial code was incorrect, but the correct code was subsequently provided by the pharmacy representative. After validation, the items were successfully issued. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, nurse was unable to pull medicine on a temporary profile, stated that she tried to override item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.